Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be file das necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while making the flap, the patient's conjunctiva was loose and obstructed the applanation cone. The surgery proceeded and the flap was decentered. Additional information has been requested.